Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The suture loop is disconnected between the head and shaft. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with device design. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management found that the anticipated risk level is no longer adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A corrective action for this failure mode is in place. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that during an unknown procedure, the loop retriever was disassembled between head and shaft when the package was opened. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).